Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hypoglycemia. The patient was hospitalized three times. On (B)(6) 2020, the patient experience symptoms of sweating and he fainted. He was transported to the hospital by the public service ambulance. The blood glucose result was 39 mg/dl taken by the paramedics and he was treated with an unknown drop until arriving at the hospital. The patient was administrated glucose after arriving at the hospital and he was in the hospital for 3 hours. On (B)(6) 2020, the patient experience symptoms of sweating and he fainted. He was transported to the hospital by the public service ambulance. The blood glucose result was 32 mg/dl taken by the paramedics and he was treated with glucose administration. The patient's blood glucose result was 198 mg/dl at the hospital. The patient didn't need to stay and went home. No information was provided regarding the 3rd event.